Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Impella 5.5 pump was not returned for investigation. Data logs were reviewed, and multiple events of optical signal failure was observed. On 05/10/24 snr and contrast were decreasing while gain was increasing. No placement signal issue alarms were found. Later all 5s optical signals automatically resolved after 90 hrs without any troubleshooting indicating likely air gap failure. On 05/15/24 placement signal not reliable (psnr) was observed with snr decreasing, contrast oscillating and gain, light decreasing. The cause of the optical signal failure was most likely an air gap from between the automated impella controller (aic) and the patient cable plug per log review. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable error appeared during impella 5.5 support. The audio was disabled and support with the implanted pump was maintained.